Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia), the impedance trend on the rv pacing lead was decreasing, and oversensing associated with the rv lead. Oversensing and noise observed on rv electrogram. Rv pacing impedance decreased from baseline near 500 ohms on (B)(6) 2016 to 190 ohms on (B)(6) 2016. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than or equal to 30 in 3days and 2 or more high rate non-sustained episodes less than 220ms. Concomitant product: 407645 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt). It was also noted the rv lead exhibited oversensing/noise and a recent drop in impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted and the customer discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia), the impedance trend on the rv pacing lead was decreasing, and oversensing associated with the rv lead. Oversensing and noise observed on rv electrogram. Rv pacing impedance decreased from baseline near 500 ohms on (B)(6) 2016 to 190 ohms on (B)(6) 2016. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than or equal to 30 in 3days and 2 or more high rate non-sustained episodes less than 220ms. The rv capture management weekly trend data had threshold measurements of >2.5 v through week of (B)(6) 2015. No additional measurement data since then due to the capture management being programmed off.

Event description:
It was further reported that the rv lead exhibited high thresholds. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted on the left and tunneled to the right.